Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the instrument was returned with the firing trigger damaged and without a cartridge. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. No functional test was performed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
The device received was received with no details. There was no reported pt consequence.